Event description:
It was reported that during an rf ablation procedure, prior to performing the last 2.5cm treatment, the generator allegedly switched from the treatment screen to the home screen and then again back to the treatment screen. It was further reported that the generator still displayed that it was in the 2.5cm ablation mode. It was also reported that as the catheter was initialted for last ablation, the generator display switch allegedly changes from 2.5cm back to 10cm ablation mode. Furthermore, the physician felt the exposed 5cm coil getting hot and had some minor pain on the thumb from having the thumb on the heating element during the ablation. Reportedly, the doctor allegedly pressed the button on the handle to stop the treatment, but the treatment cycle continued, hence, pulled the power cable from the generator to stop the treatment. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that during an rf ablation procedure, prior to performing the last 2.5cm treatment, the generator allegedly switched from the treatment screen to the home screen and then again back to the treatment screen. It was further reported that as the catheter was initiated for last ablation, the generator display switch allegedly changes from 2.5cm back to 10cm ablation mode. Furthermore, the physician felt the exposed 5cm coil getting hot and had some minor pain on the thumb from having the thumb on the heating element during the ablation. Reportedly, the doctor allegedly pressed the button on the handle to stop the treatment, but the treatment cycle continued, hence, pulled the power cable from the generator to stop the treatment. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one evsrf 60cm catheter was received for evaluation. Multiple partial indentations were observed to the power cord. Multiple kinks were observed on the catheter shaft. A bend was observed on the heating coil. The indentations, kinks and bend were likely due to the manner in which the device was packaged for return. The kinks, bend, and indentations were not reported by the user. Therefore, the kink, bend, and indentations will be considered incidental. The handle of the device was opened. The wires were noted to be intact and in the correct location. The proximal battery was noted to be partially seated within the battery holder and the distal battery appeared swollen. The batteries were removed, and both the batteries and battery holders were clean. New batteries were inserted in order to functionally test the device. The catheter was plugged into the generator and the screen switched from the home screen to the treatment screen as expected. The device was functionally tested by completing three short and three long heating treatment cycles. The screen remained on the treatment screen during functional testing and did not change heating lengths unexpectedly. Therefore, the investigation is unconfirmed for the reported power problem and inappropriate or unexpected reset. Since the catheter performed a reset by going from the treatment screen to the home screen then back to the treatment screen, the generator would reset to the default 10cm length. The generator was tested and passed all functional testing. No resetting occurred and the generator stayed on the treatment screen throughout functional testing. The root cause of the power problem and inappropriate and unexpected reset in treatment lengths may have been caused by nearly dead catheter batteries (distal battery was swollen) or poorly inserted catheter plug into the generator. Since the problem could not be reproduced, it is unknown how these issues occurred. Labeling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. H10: (expiration date: 08/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.